Manufacturer narrative:
Device evaluation summary: the tamura (taiyo yuden) power supply was replaced and returned to medtronic for failure investigation. An external visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and the ventilator circuit breaker tripped immediately. However, the unit did power up from the bps ( backup battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 short circuit and thermistor rt1 thermally damaged on printed circuit board assembly. If the power supply failed in this manner, with a bps installed, during ventilation the ventilator would continue to run on backup battery power. The appropriate audio and visual alarms would enunciate. If no bps was installed an independent alarm would sound for at least two minutes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 vent was not functioning on alternating current (ac). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.